Event description:
Independent repair center: customer alleged low o2/yellow light/ noisy unit and the key failure is the valve is stuck. Additional malfunction is the power switch has a short circuit.